Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. An underwater pressure leak test was performed with no issues noted. The reported condition was not verified. Based on the evaluation results and information provided, the direct cause for the reported system error 2240 alarm, with respect to product l5c4531, was undetermined. Per the sample analysis, the cause for the reported system error 2240 was determined to be a leak due to a cut in the solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the customer in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.